Event description:
It was reported that the patient received inappropriate shock therapies during the open-heart surgery due to electro cautery usage. A magnet reversion was noted in the stored egms. Further observations of the remote transmission showed no additional issues. The patient was stable post procedure.